Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report problems with the transmitter, and after removing the sensor found that the cannula was missing. The customer's blood glucose reading was 10 mmol/l. The customer was informed that the minilink does not transmit if the sensor is not wet. No further details were provided.